Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was connected to the device there was no sensing and intermittent noise. The lead was removed and cleaned and the device header was checked with no issue found. When the lead was reconnected, there was no sensing and a small amount of oversensing. Through the analyzer, the lead tested normally. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.